Manufacturer narrative:
Concomitant medical products: unknown competitor device implant date: unknown the initial reported event was received on february 13, 2018. Of note, the serious injury of infection would have been submitted via a bimonthly submission pursuant to a1996009, and it would have been due april 10, 2018. As of march 08, 2018, these reports for this product are being transitioned to a 30-day reporting time frame. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection and escherichia coli was found in the pocket. The competitor device was removed, and no further patient complications have been reported as a result of this event.